Manufacturer narrative:
Additional and corrected information was received on 18-nov-2024, after initial MDR submission. Notably, the resolution date was corrected and additional detail was added to the event description.

Event description:
The corrected and additional information follows: overnight on (B)(6) 2024, the patient was noted to have shortness of breath with swelling of the right side of the body, which progressed to extensive subcutaneous emphysema. Given the patient¿s body habitus and degree of subcutaneous emphysema, CT surgery was consulted for open chest tube thoracostomy. The chest tube was subsequently repositioned by CT surgery overnight on (B)(6) 2024 with subsequent resolution of the pneumothorax. The chest tube was maintained to suction. The patient was monitored through serial chest x-ray with ultimate transition of chest tube to waterseal. On (B)(6) 2024 the pneumothorax was noted to be resolved and the chest tube was removed. Follow up pa and lateral chest x-rays showed no evidence of pneumothorax. The patient was discharged home on (B)(6) 2024 with plan to continue follow-up with the physician.

Event description:
The patient underwent an endobronchial valve placement procedure for the treatment of emphysema on (B)(6) 2024. Two 7mm spiration valves (svs-v7-06) were placed in the patients left upper lobe; one at rb1+2 and one at rb3. Two days post procedure ((B)(6)2024), the patient experienced tension pneumothorax related to the device in the valve treated and ipsilateral lobe requiring medical intervention. A 16f chest tube was placed in the right lateral chest wall, left to the water seal. A repeat x-ray showed the apical pneumothorax still present, but largely resolved with rapid improvement in respiratory distress. The chest tube was put to -20cm suction after a chest x-ray about 1 hour and twenty minutes later showed a smaller but persistent right apical pneumothorax. Overnight on (B)(6)2024, the patient was noted to have shortness of breath with swelling of the right side of the body which progressed to subcutaneous emphysema. CT imaging confirmed that the existing 16f chest tube had migrated out of the thoracic cavity. CT surgery was consulted for open chest tube thoracostomy. A 24f chest tube was inserted under fluoroscopic guidance and was placed at -20cm suction. The patient was transferred to the ICU for further monitoring. The pneumothorax resolved without sequelae (B)(6)2024. The physician indicated that the event was related to the devices but not the procedure.

Manufacturer narrative:
A total of two valves were placed in the patient for a total of two related event reports filed separately for the same patient procedure. This is report two of two associated with this event. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration® valve system (emprove): a multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema -- potential mechanisms, treatment algorithm and case examples. Respiration 2004 2014;87(6): 513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system.